Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was admitted to the hospital with pain and a small bump at the site of her previous driveline exit site. A CT scan of the abdomen revealed an abscess in the subcutaneous tissues. The patient was treated with IV antibiotics. Blood, urine, and wound cultures were obtain which revealed negative for bacterial growth. The patient was taken to the operating room to undergo an incision and drainage of her driveline exit site and placement of a jp drain. The patient was discharged home. The hvad driveline cable ((B)(4)) was not returned to the manufacturer for evaluation as it remains implanted. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection. There is no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Corrected data: (catalog number, serial number, expiration date). (Implanted date). (Device manufacture date).

Event description:
Approximately four months post hvad implantation, the patient was admitted to the hospital with a two day history of pain and a small bump at the site of her previous driveline exit site. She was reported to be active and attending regularly scheduled clinic visits prior to her admission. On admission her vital signs were within normal limits and she denied any history of fever, chills, nausea, vomiting, or active drainage from the driveline exit site. A CT of the abdomen revealed soft tissue thickening at the site of the previous driveline, possibly due to phlegmon or an abscess in the subcutaneous tissues. She began empirical treatment with intravenous vancomycin and meropenem but the antibiotics were discontinued when her blood, urine and wound cultures returned negative for bacterial growth. Several days later, the patient was taken to the operating room to undergo an incision and drainage of her driveline exit site. Intraoperatively, the patient was administered bivalirudin, which was weaned off as the inr was regulated with coumadin in its place. A jackson pratt (jp) drain was also placed at the incision site during the procedure. Post-procedure the patient was reported to be ambulatory and she was discharged home seven days later. Investigation is ongoing.